Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the "device was fired in the usual manner but did not 'crunch' as usual - surgeon was only able to find one donut" were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)?

Event description:
It was reported that during a high anterior resection procedure, the device was fired in the usual manner but did not ¿crunch¿ as usual. The surgeon was only able to find one ¿donut¿. Staple line was cut out and then re-anastomosed with a like device (cdh33a). No long term effects to patient.